Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of an intermittent image was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during maintenance of their evis exera iii video system center prior to a therapeutic laparoscopic colectomy procedure, it was discovered that the device¿s image output was intermittent. The camera units used in conjunction with the subject device were tested on another system by the customer and found to be functional, which suggested to the customer that the video system center was the source of the issue. The procedure was completed using the same set of equipment and the issue did not result in any delay. There were no reports of patient or user harm associated with this event.

Event description:
The customer confirms the device malfunction was found during the case. The intended procedure was completed and the user changed out the light source. The intended procedure was delayed by 10 minutes and the patient required extended anesthesia/sedation of 10 minutes. No additional treatment was required and the patient's overall outcome was good. No extended hospital stay required. The device was inspected prior to use and was working ok at the start of the case. No other devices were involved. No positive cultures involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the procedure delay of 10 minute occurred due to replacing the device. However, the root cause could not be specified. Additionally, a specific cause of the intermittent image output could not be identified from the obtained information. Olympus will continue to monitor field performance for this device.